Event description:
It was reported that the patient thought the battery was dead as she had an increase in seizures. The patient's generator was replaced and the battery was not dead. The explanted generator was discarded. No further relevant information has been received to date.

Event description:
Information was received from the medical assistant noting that the increase in seizures was believed to be related to low battery.